Manufacturer narrative:
Additional product codes include: kra, catheter, continuous flush. Additional product codes include: dqe, catheter, oximeter, fiberoptic. Additional product codes include: dqo, catheter, intravascular, diagnostic. The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. The device history record review is not yet completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported before use in a patient the balloon of this swan ganz catheter detached when the catheter was advanced into the contamination shield of the teleflex 9f introducer. The fragments of the balloon remained in the inner tube of the contamination shield. There was no allegation of patient injury. The device will be available for evaluation.

Manufacturer narrative:
One swan ganz catheter was returned for evaluation. Customer report of balloon issue was confirmed. As received, balloon was found to be ruptured at central area. Balloon edges did not match at the ruptured region. Contamination shield and missing balloon ruptured fragment were not returned. All through lumens were patent without any leakage or occlusion. No other visible damage was found from the catheter body. A device history record review was completed and documented that device met all specifications upon distribution. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. Therefore a root cause could not be established. As part of the manufacturing process, 100% of the units go through a balloon inflation and visual inspection performed. This is to verify the integrity of the tip/inflation lumen of the catheter and the balloon. In the preparation section of the instructions for use IFU it is stated that inflation is usually associated with a feeling of resistance. If no resistance to inflation is encountered it should be assumed that the balloon has ruptured. Discontinue inflation at once. The catheter may continue to be used. The IFU provides instructions to check balloon integrity by inflating it to the recommended volume. Deflate balloon before insertion. Lastly the warnings section of the IFU states that pulmonary complications may result from improper inflation technique. To avoid damage to the pulmonary artery and possible balloon rupture do not inflate above the recommended volume.